Manufacturer narrative:
The hill-rom tech found the siderail not latching due to a cracked central am assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the central am assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right siderail is not latching. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).